Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported intermittent boot up problem. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined the cause of the failure to be a thermally sensitive ic chip, designator u5.

Event description:
It was reported that the device would intermittently reset. There were no reports of pt use associated with the event.